Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report from (B)(6) of the patient area not being clean before starting peritoneal dialysis (pd) and peritonitis coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date in 2011, the patient did not clean the area before starting pd therapy. On (B)(6) 2011, the patient was admitted to the hospital. On (B)(6) 2011, the patient experienced peritonitis due to a break in aseptic technique described as area not clean before starting pd. On (B)(6) 2011, the patient began remedial therapy with vancomycin (1gm, every fifth day, intravenously) and tazact (4.5gm, bid, 14 days, intravenously). On an unreported date, the event of peritonitis was resolving. It was not reported whether the patient was retrained in proper aseptic technique. Dianeal pd2 ultrabag therapy was ongoing. The consumer stated that the event of peritonitis was not related to dianeal pd2 ultrabag therapy and did not provide a statement of causality for the event of area not clean before starting pd.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The root cause is use error-poor aseptic technique. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.